Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The lens was returned cut into three piece adhered in an open small plastic container. Viscoelastic is observed on the lens and inside the container. The lens was removed from the container and microscopically examined. No foreign material resembling a scratch was observed. Scratches are observed toward the edge on the central returned portion. It is unclear if that was the observed damage or damage caused during the lens removal. The optic cuts may also be obscuring the reported scratch. History records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. Lens damage was observed. It cannot be verified if this was the reported damage or damage caused during the lens removal. No foreign material was observed with the appearance of a scratch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the optic seemed scratched in the center after insertion, and the iol was removed. The iol was replaced with a backup lens in the same procedure with no reported harm to the patient. This backup lens also appeared to have a scratch. The following day, the surgeon discovered what was first noticed to be a scratch no longer appeared, but instead could be a linear like materiel and had disappeared without intervention/treatment for the replacement lens. That lens remains implanted with no harm to the patient. There are two medical device reports associated with this event. This report is associated with the first lens that was removed and replaced with a backup lens.